Event description:
Unomedical has received the following info related to the death of a pt while using the quick set infusion set: in 2012, (B)(6) began using a medtronic minimed paradigm insulin pump with model number mmt-723nas. On or about (B)(6) 2013, (B)(6) was utilizing the minimed insulin pump and quick-set infusion sets, in an effort to manage and control her diabetes. On or about (B)(6) 2013, (B)(6) was at home alone, and experienced a hyperglycemic event while using the minimed insulin pump and quick-set infusion sets. She attempted to deliver add'l insulin via her pump. At some time between approx 12:00 noon and 1:20 pm on (B)(6) 2013, she became unresponsive to cell phone calls. Two days later, on (B)(6) 2013, she was discovered dead in her apartment. Her cause of death was diabetic ketoacidosis with severely elevated glucose levels".

Manufacturer narrative:
This incident took place in USA. Further info about this event has been requested. A f/u or final report will be submitted no later than february 27, 2015.